Manufacturer narrative:
Product event summary: the device passed visual inspection and passed functional testing. However, the reported event was confirmed via log file review. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a cerebrovascular accident (cva) was confirmed on a brain computed tomography (CT). The patient was discharged approximately four days later.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. The "no power" alarm functioned as expected when both power sources were disconnected from the controller. Additional testing was performed and involved exposing the controller to temperatures between 30°c to 40°c to determine if the ¿no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. The reported failure of the ¿no power¿ alarm could not be confirmed. Log file analysis revealed one controller power up event, followed by a motor start event. The data point prior to the controller power up event, revealed that a battery was connected to power port 1 with 99% relative state of charge (rsoc) and another battery was connected to power port 2 with 66% relative state of charge (rsoc). The data point after the controller power up event revealed that the controller was connected to a battery on power port 1 with 98% rsoc and an ac adapter was connected to power port 2. As a result, the reported loss of power was confirmed. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources as described in the event details, given that at least one power source connected prior to the loss of power was replaced. An internal investigation is evaluating double disconnects. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a seizure due to a double disconnect on the controller. The nurses found both power sources were disconnected, but there was no alarm and a blank display. The pump was off for approximately five minutes. A transthoracic echocardiogram (tte) was performed and the controller was exchanged. No further patient complications have been reported as a result of this event.